Manufacturer narrative:
Follow-up #1 and final report submitted to update date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, and additional MFR narrative based on the results of investigation. Reported event: an event regarding a clamp assembly- 3-pin, catalog # 110716, lot# 06100111 with worn teeth was reported. The reported event led to a delay in the case of 15 minutes however, the case was successful. Device evaluation and results: no inspection was performed as the device was not returned. Device history review: a review of the device history records shows that 25 parts were received, inspected, and accepted into stock on 11 november 2011 with no failures. Complaint history review: a review of the trackwise and catsweb databases shows no complaints related to p/n 110716 and the failure noted in this investigation. Conclusions: the failure mode described in the complaint of a clamp assembly- 3-pin, catalog # 110716 with worn teeth could not be confirmed. Tracking of complaints related to the clamp assembly- 3-pin, catalog # 110716 will be tracked through quarterly trend request # 860. Corrective action/preventive action: no further action is required at this time. Device was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The robot continued to give a reading of 5mm to go after several attempts at impaction, even thought it was firmly seated. After the case the mss noticed that the teeth of the clamps were very worn down. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). The robot continued to give a reading of 5mm to go after several attempts at impaction, even thought it was firmly seated. After the case the mss noticed that the teeth of the clamps were very worn down. The outcome of the case was successful.